Manufacturer narrative:
This medwatch report is for the suspect device used in system 1 (lot number 20169731, expiration date 07/31/2010).

Event description:
Caller states patient tested 5.3 inr on coaguchek xs system 1 and 2.8 inr on coaguchek xs system 2. No actions were taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.